Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided pictures shows that the leak took place at the luer connector of the effluent line. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100 set a liquid leakage was found at the effluent fluid line. There was no patient injury or medical intervention associated with this event. No additional information is available.